Event description:
It was reported that the iab was inserted in the cath lab by the cardiologist who pre-dilated using both dilators. During insertion, the hemostasis device was difficult to insert. When it was pulled back, the hemostasis device was noted to be wrinkled. The iab was removed and replaced with no pt complications.

Manufacturer narrative:
MFR control no. Di980082. The sample has been returned to arrow. Examination of the sample found that the hemostasis device was crinkled. It is believed that excessive force during use may have caused the hemostasis device to kink.